Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as programmed settings. Noisy signals were also observed on stored data. It was stated the patient would undergo further in clinic examination and a treadmill test would be performed to determine programming settings. This device remains in service. No additional adverse patient effects were reported.